Manufacturer narrative:
The subject device was not returned to edwards for evaluation as it remains implanted. The serial number of the devices were not provided, therefore, manufacturing records were unable to be reviewed. However, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Atrioventricualr conduction disturbances after tavr and avr are associated with many patient-related and procedural-related factors. The mechanism of the development of heart block after tavr and surgical avr are well documented and described in literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6% will develop post operative heart block, potentially requiring a permanent pacemaker. As a result, in depth investigation of these events is not warranted. The instruction for use (IFU) and training manual have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU list cardia arrhythmias/conduction disturbances as a potential adverse event. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received information about a study that involved edwards rapid deployment valves. The study was presented by dr. (B)(6) as "direct comparison of rd valves and conventional biological valves for treatment of as ¿insights from the (B)(6)". Objective: we analyzed cases recorded in the gary registry (2011-2015) on rdv to provide a head-to-head comparison wit cbvs for 466 intuity valves. Within the study, it was learned that 30 cases of intuity valves received permanent pacemakers.